Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Caller said they were in the operating room (or), ran impedances with the smart patient programmer (pp), and saw all case values showing >50 ohms; they noted the electrode values were good. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: patient¿s therapy is fine, cause was unknown, there have been no further issues. No patient symptoms were reported and no further complications have been reported as a result of this event.